Event description:
It was reported that the right ventricular (rv) lead had alarmed due to oversensing. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: iw1418c105xh stent graft implanted: (B)(6) 2010; af3220c155xh stent graft implanted: (B)(6) 2010; ixw2020c79xh stent graft implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.